Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. Explant date: if explanted; give date: n/a (not applicable); to date the lenses remain implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is unhappy with her vision post cataract surgery. The patient had symfony toric lenses placed in both of her eyes (ou). She is experiencing glare/halos at night. The doctor talked to the patient and explained to her that from a surgical standpoint, everything went perfectly. It was indicated that the patient was prescribed alphagan p to use 1 drop when going to drive at night to see if slight pupil constriction will help with her symptoms and if there was no improvement, can try diluted pilo solution. There was a yttrium-aluminum garnet (yag) performed on (B)(6) 2017 (right eye) and on (B)(6) 2017 (left eye) to resolve the visual issues due to the presence of posterior capsular opacification (pco) which was reported to be more in the right eye than the left eye (od>os). On (B)(6) 2018, during post-op examination, the patient had complained of blurry vision in both eyes for 3 months. It was reported quality is slowly progressing and severity was described as mild. On (B)(6) 2017, during post-op examination, the patient complained of dry eyes in both eyes. It was reported that quality was intermittent and severity was described as mild. Patient described her symptoms to be burning, irritation, itching. Patient used ats and they gave her some relief but only for a short time. No additional information was provided. This MDR report pertains to patient's right eye (od). A separate report is being submitted for the left eye (os).

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. A manufacturing record review could not be performed as no serial number was provided. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.